Event description:
It was reported by the physician, that on several instances the IV tubing has disconnected at the luer-lock connection. In one particular instance when the tubing disconnected, the pt lost about 200ml of blood. The physician immediately reconnected the tubing and was not wearing gloves; the pt's blood spilled over his hand putting him at risk. The pt did not receive a transfusion. He also stated that some of the sets arrive very loosely connected and come apart when spiking the bag. The physician also mentioned on the packaging there is no instruction stating the connections need to be tightened before use.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional info becomes available.